Manufacturer narrative:
Product analysis: analysis was able to confirm that the stylus did not work and that the touchscreen was broken. Analysis also noted that the keyboard was damaged and not working due to a defect with the electrocardiogram (ECG) connector on the link electronic module (lem) board and no incoming functional tests were possible due to the keyboard not working and an issue with the micro processor unit (mpu). The programmer was scrapped as the necessary parts for repair were not available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not working. It was further reported that the programmer had a broken display. No patient complications have been reported as a result of this event.